Event description:
It was reported that the pump's alarm sound was not annunciating. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy. 1019.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.